Event description:
Healthcare professional reports two incidents of blood leaks with the mca 180 dialyzer. Both incidents were noted during pts' treatment and testing positive for blood. No pt injury or medical intervention reported.